Manufacturer narrative:
H3) device evaluation: medtronic led an evaluation of the reported arm cart assembly in the field, the associated device logs and a provided image. One image was received for evaluation. The image depicted three arm cart assembly's around a patient. One of the arm carts can be seen completely extended and leaned to one side, with an instrument attached and inside the patient through a trocar. Review of the field service notes indicated that the trocar was repositioned to improve the status of the tremor and only a little t remor remained. It was recommended to optimize the arm position and the potential pressure on the trocar. The logs were captured in order to evaluate later. Evaluation of the logs noted that the logs would not capture the contact of the arm cart assembly casters to the ground. Evaluation of the arm cart assembly noted no abnormalities associated with the reported condition. Therefore, the investigation was not able to identify a root cause or speculate on a probable root cause. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that from the start of a robotic laparoscopic inguinal hernia procedure, the surgeon experienced a tremor with arm cart assembly 3 (last arm on right) while working on the patient with a monopolar curved shears at the first dissection movements. The arm moved a lot in the fully extended and rolled position. But the tremor also occurred when the arm was neither extended or collapsed. The arm felt unstable. The tremor was also experienced later with a large needle driver during suturing. The trocar was repositioned which improved the status, but a little tremor remains. The patient was also repositioned into more trendelenburg which did help. There was no patient injury.

Event description:
It was reported that from the start of a robotic laparoscopic inguinal hernia procedure, the surgeon experienced a tremor with arm cart assembly 3 (last arm on right) while working on the patient with a monopolar curved shears at the first dissection movements. The arm moved a lot in the fully extended and rolled position. But the tremor also occurred when the arm was neither extended or collapsed. The arm felt unstable. The tremor was also experienced later with a large needle driver during suturing. The trocar was repositioned which improved the status, but a little tremor remains. The patient was also repositioned into more trendelenburg which did help. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.